Event description:
Complainant alleged that during a routine shift check of the device by a clinician, a 30 joule self test was performed. During this test, when the device was turned to defib mode, the energy level started appropriately at 30 joules, but then the energy levels decreased down to 1 joule. The complainant indicated that there was no pt involvement in the reported malfunction.